Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Examination of the returned device confirmed the complaint. Visual exam found evidence of heavy wear. The cutting teeth are dull and there are areas where the material cracked between the teeth. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as per hospital, they feel some of the reamers are cracked. It was not sure if it is just wear and tear from being used so I would like j&j to look over and send report back on their findings. If there is an issue, then will the hospital credit new ones replaced at no charge? There are 4 of the graters that I can not read the lot number. No surgical delay.